Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. Data logs showed the purge pressure gradually increased by about 100 mmhg over a 6-day period before the pump was disconnected from the first console. One hour later, the pump was connected to the second console. Immediately upon starting the pump with the second console, high purge pressure and flow saturation occurred. About 18 hours later, the motor current rapidly increased following a motor current spike until the pump stopped with the "impella stopped - motor current high" alarm. Visual inspection of the returned product revealed the presence of biomaterial in the purge gap and blood in the purge lumen from the motor to the patient cable. In conclusion, it was determined that the cause of the pump stop was blood ingress most likely due to sustained lack of purge during a console change. The root cause of the pump stop was blood ingress most likely due to sustained lack of purge during a console change.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported a 46-year-old female patient presenting for cardiomyopathy. During impella support, it was noted that a purge system blocked alarm was triggered and the pump stopped unexpectedly. The pump was able to restart, however, saturated flows were noted and both purge system blocked and purge system not recognized alarms were identified. The pump was scheduled to be replaced as a result of the failure. There was no patient harm resulting from the failures.